Event description:
Boston scientific crm received information that this device was explanted due to battery status at the elective replacement indicator (eri); however, the physician alleged the battery depleted early. The device was successfully replaced with another boston scientific product and the explanted unit returned for detailed laboratory testing. Additionally, no adverse patient effects were reported.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.